Event description:
A nurse reported that many cannulas were blocked making them unable to push any liquid or air through them during calibration for scheduled cataract surgeries (with intra ocular lens implantation). The cannulas were removed and replaced with stand alone cannula. There was no impact on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Two opened cannulas in a zip top bag were received for the report of blocked cannula. Samples were visually inspected and found to be nonconforming. Inner diameter of cannula at the hub end was occluded. Samples were sent to particle lab for analysis and was found to best match epoxy resin. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported issue of the blocked cannula. The particle analysis found the foreign material best match to be epoxy resin. The cannula assembly is a component that is received at the manufacturing site from an external supplier. The root cause of the epoxy resin in the cannula ID in hub end is related to the supplier¿s manufacturing process. A nonconformance record has been initiated for the foreign material in the cannula ID. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. This inspection includes visual inspection for foreign material. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in below sections: d.3. Product manufacturing site updated due to receipt of suspect product details. G.9. Manufacturer report number corrected and reported under MDR# (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.